Event description:
It was reported that during a right hemicolectomy, the clip of the device was not fed into the jaws properly. The same event occurred in the 2nd device. There was an unexpected resistance in grasping the trigger. There was no torquing or twisting of the device present. The devices did not clamp something hard such as an existing clip. The jaws did not open smoothly after the firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged shroud top the analysis result of the er320 device found that it was received with the top shroud damaged and out of its intended position. Furthermore, one malformed clip was found to be jammed between jaws and top shroud. In an attempt to replicate the reported incident, the jammed clip was removed from jaws and the device was tested for functionality; the top shroud was manually returned to its intended position. Upon testing, the device was cycled, fed, retained and formed the remaining 12 clips as intended. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shroud may lead to ejected clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.